Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received.

Event description:
During a follow-up call, the patient's pd nurse reported patient passed away on (B)(6) 2014 due to cardiomyopathy.